Event description:
It was reported that during an unknown procedure, during activation of the device, the staple load fell off of the device. This caused the patient to incur bleeding which was subsequently controlled.